Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 because her blood glucose level was 698 mg/dl. The insulin pump was not delivering enough insulin. The customer was nauseous and had a headache. The customer treated her blood glucose level with the insulin pump. Her blood glucose level would not come down after treating with the insulin pump. She was dehydrated. The customer was given 10 IV bags with no medications and shots at the hospital. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump kept suspending when her blood glucose level was 120 mg/dl and it resumed on its own. She gave herself a manual bolus of 25 units because she felt the insulin pump was not giving her accurate estimates. Customer's blood glucose level dropped to 43 mg/dl the night before. The device was not returned.